Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had collapsed and passed out. Loss of capture was noted. Upon interrogation of the related device, daily lead measurements indicated a lead issue. It was alleged the lead had fractured. The patient was hospitalized.

Manufacturer narrative:
A revision procedure was scheduled and the related device output was increased. This report will be updated once additional information becomes available.